Event description:
This lead was returned with a device registration form stating that this lead was removed secondary to endocarditis. This is the same event as MDR # 2183787-2014-00063.

Manufacturer narrative:
Device eval summary: a 23.4 cm portion of the connector end was returned for analysis. The large boot od and connector pin length were within specification. Visually there was abrasion on the tubing at 11.9 cm, 15.3 cm, 19.6 cm and 22.6 cm from the connector pin and appears to have body fluid inside the tubing. Review nad confirmation of mfg records was performed. Controls are in place throughout the mfg procedure such was washing the lead prior to packaging to reduce foreign material. Additionally, the lead is sterilized by ethylene oxide sterilization. All records indicate the device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time since the full device was not returned for analysis. No corrective action will be taken at this time. The device is part of several implanted components that comprise a pacing system, the source of infection cannot be determined. There is no evidence to suggest the device did not meet specification prior to leaving greatbatch medical.